Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic distal gastrectomy, during the closure of entry hole in delta anastomotic reconstruction, two reloads were used. At the cross point of the two firings, bleeding occurred on the second day after the operation. In the reoperation, hemorrhage was done. The bleeding occurred at the place of 7th firing. Less than 200 cc of bleeding occurred as a result of the issue. Due to reoperation, patient hospital stay was extended. The issue was resolve through pressure hemostasis and by using seal.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic distal gastrectomy, during the closure of entry hole in delta anastomotic reconstruction, two reloads were used. At the cross point of the two firings, bleeding occurred on the second day after the operation. In the reoperation, hemorrhage was done. The bleeding occurred at the place of 7th firing. Less than 200 cc of bleeding occurred as a result of the issue.